Manufacturer narrative:
The reported events of high defibrillation impedance and lead fracture were not confirmed. The reported event insulation abrasion was confirmed. As received, a complete lead was returned in two pieces. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found internal insulation abrasion breaching the right ventricular and ring electrode cable lumens in between the shock coils. The cable coating of one right ventricular cable was abraded.

Event description:
New information received notes that the right ventricular (rv) lead also exhibited conductor fracture. The previously capped rv lead was explanted during an unrelated procedure on (B)(6) 2023.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the riata lead was noted to have high defibrillation impedance. Upon examination of an x-ray, externalized conductors were noted. The physician elected to cap the riata lead, and replace it with a new one. The patient was stable.